Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the emergency room and diagnosed with staph infection. The site was described to have a big red dot, hot to the touch and looked like a blister. The doctor lanced and drained the site then prescribed the patient with indocin (50 mg, 3 times per day- 30 days). The patient was also taking ibuprofen (800 mg for the pain). The patient was released the follow day and the pod was already removed before going to the ER (emergency room).